Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to have reverted into safety mode during an in-office interrogation. Technical services (ts) reviewed the device data and explained that safety mode is intended as a bridge to device replacement and that no programming changes or magnet response are available while in this state. The patient is pacer dependent, experienced symptoms consistent with a syncopal episode, contacted emergency services, and was transported to a hospital. At the hospital, pacing inhibition could be observed, and the device was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned for analysis.